Event description:
The manufacturer received information alleging an issue related to a CPAP device. The patient alleged dryness, sinus infection and headache. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged dryness, sinus infection and headache. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for further investigation. The device was evaluated. Evidence of sound abatement foam degradation / breakdown was not observed in the base unit. Secondary findings such as evidence of liquid ingress on the blower and blower box. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination. Dust/ dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, airpath, suggesting a source external to the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were 5 errors found. The manufacturer concludes that there was no evidence of sound abatement foam degradation in the base unit, but evidence of liquid ingress on the blower and blower box. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination. Section d8, d9, h2, h3 and h6 were updated. Section h9 (list correction/removal reporting number) which was missed in previous report was captured.